Event description:
"Bisector for endoscopic vessel harvesting device sprung/broke during use". Product problems have been reported by this facility recently for past similar malfunctions. It was reported by staff that the problem was at the prongs. No patient injury.